Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Puncture/stabbed my cheek - mouth [mouth injury]. Bruising - mouth [oral contusion]. Swelling - mouth [mouth swelling]. Bleeding - mouth [mouth haemorrhage]. Brush head keeps popping off/came off - oral-b toothbrush [device breakage]. Case narrative: consumer stated on phone that oral-b refills keeps popping off from oral-b toothbrush. No serious injury was reported.